Manufacturer narrative:
The account replaced the sidecomm board to repair the bed.

Event description:
The account alleged a nurse call is not being sent when the pt positioning monitor alarms. The account has tried another room and replaced the communications cable.